Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water tube, jet tube and air/water cylinder had remains of white foreign material due to insufficient reprocessing, celling plate was deformed, grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, scope cover had a crack, plug unit had a scratch. Due to burn on the plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; plastic distal end cover had a ship, connecting tube had a scratch, and universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gastrointestinal videoscope exhibited insufficient angulation. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed white foreign material in the air/water tube, the jet tube and air/water cylinder. This was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9, h6 (added component code missed on the initial). Additional information: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.